Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to non-physiologic artefacts observed in the primary vector. The artifacts were high in amplitude and a shift in the baseline was observed. The morphology was consistent with under-insertion of the terminal pin into the device header or other impairment of the lead contact in the header. It was recommended to perform a high resolution x-ray of the device header to evaluate whether the electrode was fully inserted. Troubleshooting with the patient was also discussed, by performing posture changes, movements, and manipulation of the device and electrode to see if the noise artifact could be reproduced. The troubleshooting should also be performed in the secondary vector, as that vector would not be impacted by under-insertion of the terminal pin. At this time the device and electrode remain in service with no intervention performed. No adverse patient effects were reported. It was reported the patient received another inappropriate shock the following month. Technical services reviewed the data and confirmed the morphology of the artifacts was the same as the previous inappropriate shock. It was noted the sensing vector had not been reprogrammed at the follow-up. Technical services again recommended changing to the secondary vector and perform troubleshooting to exclude any myopotential over sensing. If nothing abnormal was reproduced in secondary vector this vector should be used as a permanent sensing vector. No adverse patient effects were reported. The field representative later confirmed the patient had additional follow-ups. On (B)(6) 2019 the sense vector was reprogrammed to secondary, and no further changes were made at the (B)(6) 2019 device check. The device and electrode remain implanted and in service with no further issues reported.